Event description:
Information received by medtronic indicated that the insulin pump had crack on the screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer reported a crack on the screen. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked keypad overlay. The device was received with an illegible display. The left third is gray, and the rest of the screen is black. Unable to perform the displacement test due to the blank display. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. There is a long crack within the lcd screen however, which extends downward across the circuitry below the lcd screen as well as the lcd controller. Pcba2 was plugged into a known pcba1, and in this configuration, the unit was able to boot up with a normal display. The software version was then able to be obtained. In summary, the customer¿s report of a crack on the screen was confirmed during visual inspection. The blank display is due to this crack.